Event description:
A nurse reported that two trocar valve began to leak during a vitrectomy procedure upon insertion into the sclera. There was no patient harm. Additional information and product sample were requested for this event. There are no additional updates available as per the reporter.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final lot was identified and a device history record was conducted. The (DHR) review indicated reprocessing for anomalies that did not contribute to this complaint. The product was released based on the manufacturer's acceptance criteria. Because there was no sample returned, the root cause for the defect experienced by the customer cannot be determined. An internal investigation has been opened to address reports of a similar nature. The manufacturer internal reference number is: (B)(4).